Manufacturer narrative:
The reported lot # was r19f27015. However, this lot number was not recognized by baxter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that an unspecified clearlink continu-flo solution set "kept coming off" when trying to connect to an unspecified one-link. The one-link was attached to a patient's central line. The set was replaced with no issues noted. There was no patient injury or medical intervention associated with this event. No additional information is available.